Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in lower back / gluteal muscle') in a (B)(6) female patient who had essure (batch no. A04531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("fatigue") and rash ("rash"). The patient was treated with surgery (essure removal along with fallopian tubes removal). Essure treatment was not changed. At the time of the report, the back pain, arthralgia, fatigue and rash had not resolved. The reporter considered arthralgia, back pain, fatigue and rash to be related to essure. The reporter commented: in the meantime, she had follow-up treatments, and has been on the waiting list for quite some time to have the coils removed. Due to the adverse events, she had multiple gynaecological examinations, tests for osteoarthritis, physiotherapy, kinesiotherapy and blood tests, all without success. No other possible medical explanations for the occurrence of the adverse events. The patient informed that everything has been investigated and that she blame her symptoms on the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: reporter added; removal information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pain in lower back / gluteal muscle') in a 41-year-old female patient who had essure (batch no. A04531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("fatigue") and rash ("rash"). The patient was treated with surgery (essure removal along with fallopian tubes removal). Essure treatment was not changed. At the time of the report, the back pain, arthralgia, fatigue and rash had not resolved. The reporter considered arthralgia, back pain, fatigue and rash to be related to essure. The reporter commented: in the meantime, she had follow-up treatments, and has been on the waiting list for quite some time to have the coils removed. Due to the adverse events, she had multiple gynaecological examinations, tests for osteoarthritis, physiotherapy, kinesiotherapy and blood tests, all without success. No other possible medical explanations for the occurrence of the adverse events. The patient informed that everything has been investigated and that she blame her symptoms on the essure. Lot number: a04531. Manufacture date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.